Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient has had difficulty charging the ipg with the charger and went an extended period where charging was not done due to other health issues. Troubleshooting and education have not resolved the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information indicates that patient¿s recent medical condition resulting in physical limitations that prevented the ability to charge. As a result, on (B)(6) 2026, the ipg was replaced with a charge free ipg. Based on this information, this record is no longer considered reportable.

Manufacturer narrative:
Correction to b5: additional information indicates that patient¿s recent medical condition resulting in physical limitations that prevented the ability to charge. As a result, on (B)(6) 2026 the ipg was replaced with a charge free ipg. Based on this information, this record is no longer considered reportable.